Manufacturer narrative:
Concomitant product: product ID 8709, lot# j10910r53, implanted: (B)(6) 2002, explanted: (B)(6) 2014, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that at a pump replacement surgery, the health care provider (hcp) found out the catheter had migrated out of the it space. The patient¿s family had stated the patient was having some increased spasticity twomonths prior to the replacement. A new catheter and pump were implanted and the patient was started at the same dose they were previously getting. The device system was used to deliver baclofen 2000mcg/ml at 200mcg/day. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient experienced nausea and vomiting with increased baclofen dose. No troubleshooting or other actions were done. At the time of the report the patient had a lower dose, but still had symptoms.